Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for repair. Evaluation found ¿the black plastic part is burnt at the connection,¿ likely the result of electric arc due to the presence of humidity in the connection zone (cable not dried/blood/tissue). The device was repaired, tested to specifications and returned to the customer.

Event description:
It was reported that the bipolar forceps instrument was returned for service and repair. The instrument failed electrical tests and there was evidence of electrical arcing. There was no report of patient impact or injury.